Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingo-oophorectomy bilateral ("tube and coils removed"), device dislocation ("fragments in my pelvis") and device breakage ("fragments in my pelvis") in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, 10 years 2 months after insertion of essure, the patient underwent salpingo-oophorectomy bilateral (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion hospitalization) and device breakage (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced salpingo-oophorectomy bilateral (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion hospitalization) and device breakage (seriousness criterion hospitalization). At the time of the report, the salpingo-oophorectomy bilateral, device dislocation and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and salpingo-oophorectomy bilateral to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: fragments in my pelvis most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc: update of FDA codes, addition of ptc global number reference. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingo-oophorectomy bilateral ("tube and coils removed"), device dislocation ("fragments in my pelvis") and device breakage ("fragments in my pelvis") in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, 10 years 2 months after insertion of essure, the patient underwent salpingo-oophorectomy bilateral (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion hospitalization) and device breakage (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced salpingo-oophorectomy bilateral (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion hospitalization) and device breakage (seriousness criterion hospitalization). At the time of the report, the salpingo-oophorectomy bilateral, device dislocation and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and salpingo-oophorectomy bilateral to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: fragments in my pelvis. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.